Event description:
It was reported the patient was not receiving effective stimulation from his thoracic lead since implant. The sjm representative met with the patient and attempted reprogramming with different frequencies. It was reported the patient had an appointment with the physician regarding other options for pain control.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.